Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap damaged and weak battery alarm. Customer's blood glucose was unknown. Customer stated the top plastic, coin slot of the battery cap has become detached from the silver contact. Customer had a weak battery but was able to get the insulin pump work. Customer did not received failed battery test. The customer was explained about the weak battery alarm. The customer stated the contacts on battery cap are damaged. The customer was advised that we will send replacement pump. The customer was advised to monitor pump and revert to backup plan until replacement arrives.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no weak battery alarm noted. The insulin pump was received with stripped battery cap coin slot (p), cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.